Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when implanting this device it was noted that the previously implanted leads were in the unipolar configuration thus no pacing was seen when the device was out of the pocket. A new competitor device was implanted. The device will not be returned. No adverse patient effects were reported..